Event description:
It was reported that the device was explanted after an implant duration of approximately 41.03 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to dehiscence, mitral regurgitation, and paravalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information, a copy of the echocardiogram report, and a copy of the operative report were received. Unfortunately, no further information regarding the reported event was learned. The cause of death was provided as unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 6.6 months. Through follow-up with the health-care provider, a copy of the operative report and a copy of the echocardiogram report was received. Unfortunately, no information regarding the reported event was learned. The cause of death remains unknown.